Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. A 4.0mmx60mmx80cm sterling¿ balloon catheter was selected; however, when the device was removed from the product box during unpacking, the catheter was broken and the protective cover of the balloon was missing. The device never entered the patient's body. The procedure was completed using another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The balloon was tightly folded at the distal end of the balloon, with the proximal end of the balloon unfolded and deformed. Microscopic and tactile investigation found no irregularities or defects on the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that shaft break occurred. A 4.0mmx60mmx80cm sterling balloon catheter was selected however when the device was removed from the product box during unpacking, the catheter was broken and the protective cover of the balloon was missing. The device never entered the patient's body. The procedure was completed using another of the same device. No patient complications were reported.